Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, an image and video were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 12/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that eight month post stent placement procedure, the stent was allegedly found deformed and fractured. Reportedly, the stent was implanted eight month before during an emergency treatment due to a ruptured iliac aneurysm and patient denied having suffered external impact and reported having received radiation therapy in the past. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the sample was not returned for evaluation. The x-ray photo and a CT scan was provided for evaluation. There is a significant deformation at the height of the femoral head, as the struts of the stent are found to be not aligned. However, a stent fracture could not be definitely identified. There were no reported issues during the stent placement procedure. The stent was implanted to treat a post-thrombotic syndrome, and there was no reported difficult patient anatomy. A potential contributing factor of external forces could not be verified. Based on the x-ray and CT scans provided no indication for a manufacturing related cause could be found. Based on x-ray and CT scan provided, a significant deformation of the stent implanted in the patients iliac vein is confirmed. No indication for a stent fracture could be identified. A definite root cause for the reported issue could not be determined. Labeling review: relevant labeling supplied with this product was reviewed. Potential complications and adverse events were found to be addressed, such as stent fracture, or stent kinking/collapse. Correct stent deployment was found to be properly addressed; e.g., the instructions for use states: "hold stability sheath. Do not hold or touch the dark moving sheath. Do not constrict the delivery system during stent deployment." H10: d4 (expiration date: 12/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that approximately two months post a stent placement in the iliac vein, the stent allegedly found to be fractured and deformed when the patient was admitted to emergency surgery due to a ruptured iliac artery aneurysm. Reportedly, the patient denied suffering external impact and had a history of radiotherapy. There was no reported patient injury.